Event description:
Revision of optetrak knee component - reason not reported. Index surgery: 2009. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted the reason for the revision was not provided but was likely the result of wear, loosening, infection, fracture, instability, or pt related factors.